Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of myopotential oversensing on the right ventricular channel that resulted in an inhibition of pacing. The device was reprogrammed to resolve the event. Further information was requested but not yet received.

Event description:
The patient was stable following the event and will continue to be monitored.